Manufacturer narrative:
Product analysis: analysis of the device was able to confirm the customer comment that the programmer displayed a black screen, the programmer did not start/boot-up and screen stayed black while light emitting diodes (led) were blinking. It was determined during analysis that the power-supply was out of electrical specification as the output voltage was below specification. Analysis also noted that the programmer had white stripes on the case which were unable to be removed. The programmer was reinstalled and updated to the latest version. No further anomalies were observed or found. The device passed all final functional and system tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer displayed a black screen. The device has been returned for service. No patient complications have been reported as a result of this event. The programmer subsequently tested out of specification during manufacturer's analysis.